Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge and infusion set to resolve the issue. Customer's blood glucose was 214 mg/dl. Customer was using fiasp insulin. Tandem technical support informed customer that fiasp was not labeled for use with the pump. Customer acknowledged information.